Manufacturer narrative:
Block h2: additional information: block b5 narrative updated. Block b7 other relevant history added. Block h6 patient and impact codes added. Block b3 date of event: date of event was approximated to february 01, 2016, implant date, as no event date was reported. Block e1: dr. (B)(6), (B)(6) hospital. Block h6: patient codes e1901, e1301, e1310 capture the reportable events of bacterial vaginosis, dysuria and urinary tract infection. Impact code f12 has been used in the light of the patient seeking legal recourse for the injuries related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during an laparoscopic subtotal hysterectomy, bilateral salpingectomy, sacrocolpopexy, cystoscopy, and fimbrial cyst removal procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. Boston scientific received an additional information on (B)(6) 2022 as follows: it was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during a laparoscopic subtotal hysterectomy, laparoscopic sacral colpopexy right ovaria cystectomy, laparoscopic right oophorectomy, vaginal wall repair, cervical remodeling cystoscopy and bilateral salpingectomy procedure performed on (B)(6) 2016. Reportedly, mild cervical descent, a normal-sized uterus, and a tight fimbrial cyst are among the surgical findings. Following the procedure, the patient has encountered the following postoperative complications: the patient was diagnosed with bacterial vaginosis on (B)(6) 2017. The patient reported having increased frequency and dysuria on (B)(6) 2017. As of (B)(6) 2017, the patient is experiencing urinary tract infections more frequently.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during a laparoscopic subtotal hysterectomy, bilateral salpingectomy, sacrocolpopexy, cystoscopy, and fimbrial cyst removal procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.